Event description:
The event is reported as: the customer alleges that the reservoir bag fell while in use. The device was in use for seven days.

Manufacturer narrative:
A visual inspection of the product involved in the complaint was performed on the pictures provided by the customer, and it can be observed that the 10170 (breathing bag small) is un-attached from the grommet. However this issue happened after 7 days of being in use as it is described on this customer complaint. A dimensional inspection of the product involved in the complaint could not be conducted since the product was not returned. The lot number was not provided, therefore it is not possible to determine in which conditions this material was manufactured. It is not possible to establish a corrective action since the lot number of the defected sample was not provided in order to conduct a proper investigation. The customer complaint cannot be confirmed based only on the pictures and info provided, in order to perform a proper investigation it is necessary to evaluated the sample involved on the incident. If the defective sample becomes available this investigation will be updated with the eval results.